Manufacturer narrative:
Vyaire medical file identification:(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect ventilator device is available for analysis and an onsite service by a vyaire field service representative has been scheduled. Vyaire will include the field service report and the device/component evaluation in a follow-up report once a final evaluation is completed.

Event description:
The customer reported an intermittent blank user interface module (uim) display on this ventilator device. The customer reported that there was no patient involvement with this event.